Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had burning smell and displayed maintenance required message. As per part investigation, it was determined that there was thermal damage observed on the solenoid 12 vdc half height drawer cubie coil. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex a code. Part analysis: the reported condition of burned cable and the device requires maintenance was confirmed by fse and subsequently confirmed in the dchu testing and inspection process. The device was initially evaluated by the field service engineer (fse) according to work order # (B)(4). The fse reported that the hh cubie drawer was not functioning at the med station. The fse identified an issue caused by an overheated and burned retractor band flex cable. The fse replaced the hh cubie bus module and drawer controller boards, as well as the cubie drawer retractor band and solenoid. The drawer was tested and successfully recovered. During dchu visual inspection: p/n 353844-01: the assy retractor dwr hh cubie was received with signs of thermal damage. P/n 151622-01: the use 331392-01 pcba dwr cntlr v1.10/v1 showed no signs of physical damage, fluid ingress, loose or missing components. P/n 151630-01: the pcba pmc v1.06/v0.09bl hh showed no signs of physical damage, fluid ingress, loose or missing components. P/n 119879-01: the solenoid 12 vdc hh drawer cubie was received with signs of thermal damage in the coil during dchu testing: p/n 353844-01: testing from dchu was not necessary due to the thermal damage observed on copper strands of the assy retractor dwr hh cubie during the visual inspection. P/n 151622-01: the use 331392-01 pcba dwr cntlr v1.10/v1 did not pass the dmm testing due to low resistance measurement between tp502 - tp505. P/n 151630-01: the pcba pmc v1.06/v0.09bl hh passed successfully the dmm and hta testing. P/n 119879-01: testing from dchu was not necessarily due to the thermal damage observed on coil cover of the solenoid 12 vdc hh drawer cubie during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint burned cable and the device requires maintenance was due to: crossed continuity between adjacent copper strands of the assy retractor dwr hh cubie (p/n 353844-01). Thermal damage to the solenoid 12 vdc hh drawer cubie coil. Shorted diode d501 and mosfet q501 on the use 331392-01 pcba dwr cntlr v1.10/v1. Failures led to circuit instability and ultimately compromised the drawer's functionality.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not turning on and offline in remote support service. A field service engineer (fse) identified that the retractor band cable was burned, and the drawer was not working. Fse replaced the half height cubie bus module, drawer controller boards, retractor band and solenoid to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had burning smell and displayed maintenance required message. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.